Event description:
Boston scientific corp was informed that during the hysteroscopy phase of a hta procedure, a leak was noticed in the sheath of the hydrothermablator procedure set. The leak was notice where the tubing meets the sheath, near the adaptor. A tenaculum was in use during the procedure. It was reported that during the hysteroscopy excessive movement and stress was put on sheath. The physician stated that the pt had a very long cervix requiring him to put a lot of pressure on the sheath and it cracked. The physician completed the procedure with another of the same device with no pt complications; the pt is "fine."